Manufacturer narrative:
Additional information provided in e.1, h.6. And h.10. One opened cassette with a piece of pouch was received the report foreign material appeared in the anterior chamber during ultrasound and sent the foreign material directly to the particle lab for analysis. Particle analysis found the foreign material to best match the micro tip wrench. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Particle analysis found the foreign material to best match the micro tip wrench. A possible contributing factor for the plastic foreign material could occur during placing the phaco tip onto the handpiece using the plastic phaco tip wrench. An investigation has been completed and actions are presently being implemented to eliminate the foreign material issues with the phaco tip and plastic wrench. An acceptance quality limit (aql) sampling is performed to ensure that the wrenches meet release acceptance criteria. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped, this inspection includes foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the foreign material was appeared in the anterior chamber during cataract surgery. The surgery was completed without product replacement. There was no patient harm.